Event description:
On 6 apr 2023, vs, rn revision left knee operative report- incomplete operative report for left knee revision (B)(6) 2022 [relevant information] pre-op diagnosis- failed total left knee replacement. Significant effusion and synovitis. No purulence. Delamination of the polyethylene by no evidence of prosthesis loosing. The polyethylene was removed. Femoral and tibial components were removed without any significant bone loss. There was a large lytic lesion over the proximal medial tibia, uncontained defect. The patella was intact and left in place. In the tibial canal there was a metaphyseal void that required a cone. No further information, report incomplete.

Manufacturer narrative:
Additional information, including product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a patient, initial left tkr implanted with optetrak devices including optetrak logic tibial inserts made of polyethylene on (B)(6)2011, whose arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device, had mris performed on his left knee in (B)(6) 2022 which demonstrated polymeric wear. The plaintiff was advised that his knee replacement failed with respect to his left knee for reasons related to the defective device. Upon information and belief, as a result of the optetrak device failure, the plaintiff underwent revision surgery on his left knee on or about (B)(6) 2022, approximately 10 years 7 months post the initial procedure for issues including but not limited to, polyethylene wear, bone loss, osteolysis, and/or component loosening. The operation revealed delamination of the polyethylene and severe osteolysis resulting from polyethylene particulate debris. The plaintiff experiences daily pain and discomfort in his knee which limits his activities of daily living and impacts his quality of life. As a direct and proximate result of the defective nature of the defendants¿ optetrak device surgically implanted in the plaintiff which necessitated premature removal, the plaintiff suffered and will continue to suffer serious personal injuries, including pain, impaired mobility, rehabilitation, medical care, loss of enjoyment of life, and other medical and non-medical sequalae. His wife, has likewise suffered injury including the loss of consortium, society and services of her husband as a result of his injuries from the defective device. As a further direct, proximate and legal consequence of the defective nature of the optetrak device, plaintiffs have sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; loss of consortium and pain and suffering. No device returns anticipated due to this being a legal case. No further information.